Event description:
The advocate called for assistance with the customer's contour meters. She alleged that control tests were performed prior to the call and the results were 452 and 448 mg/dl. A normal control range was not provided, but should be around 106-146 mg/dl. While customer service was attempting to gather additional information, the call was disconnected. Customer service called the advocate back. The test strips and control solution had been disposed of, so no product will be returned. The advocate stated that everything was working properly with the new test strips and control solution the customer was using.

Manufacturer narrative:
Product information could not be obtained. It's not possible to determine the manufacture date or 510k number without the product information.